Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, a screw sheared off the oracle implant holder into the patients wound. The surgeon was using the oracle system for a l3-l4 lateral fusion. The surgeon used the straight inserter to insert the oracle implant. After inserting the implant and removing the inserter, the surgeon discovered a screw in the wound. Upon further observation it was determined that a screw had sheared off of the inserter where the arms articulate when the surgeon impacted on the inserter. All of the pieces were recovered from the patient. The surgery was not delayed. There was no impact on the patient status or outcome of the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the instrument was returned with the screw connecting the trigger to the lower handle missing. There are rust marks near the screw hole and part number etching. The adaptor at the end of the holder has a few scratches and indents. Relevant product drawings were reviewed during the investigation. The instrument was manufactured in october 2007 and therefore was assembled with screws made to drawings relevant at that time. During the limited release of this instrument, product development realized that the holder was at times being used as an impactor which caused the screws to break. As a preventive measure, new screws were designed with increased shear strength and were implemented on august 2008. Evidence on the adaptor located at the back end of the handle suggests that the implant holder was impacted and resulted in the complaint condition. Review of the product drawings finds the design adequate for the instrument¿s intended use and did not contribute to the complaint condition. Review of the product drawings found the design adequate for the intended use of the instrument. Evidence suggests that the holder may have been used as an impactor causing the screw to break. The screw design has already been updated to help prevent the screw from breaking under this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.